Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized for peritonitis and a blood infection (septicemia) and is undergoing antibiotic therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, weakness, nausea, vomiting, and diarrhea. A peritoneal effluent fluid culture and blood cultures were collected, and the patient was formally admitted. Although the pdrn¿s response is somewhat unclear, it appears the patient was diagnosed with peritonitis and septicemia and was treated with intravenous (IV) daptomycin (dose, frequency, duration not provided). The patient¿s final peritoneal effluent culture result returned negative for growth, however the patient¿s blood cultures returned positive for gram-positive cocci with multiple staphylococcus organisms noted (sample contamination suspected), and the patient¿s antibiotic was continued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events (abdominal pain abated) and continues to utilize the same liberty select cycler at home following discharge. The pdrn reported the cause of the peritonitis and septicemia is unknown; however, there was no fresenius product(s) and/or device(s) involvement. A follow-up peritoneal effluent fluid culture and cell count are expected to be collected 2 weeks following the completion of the IV antibiotic course at home.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of peritonitis and septicemia (characterized by abdominal pain, weakness, nausea, vomiting and diarrhea), which warranted hospitalization and IV antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn stated the serious adverse events were not caused by any fresenius product(s) and/or device(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum and even the blood stream in severe cases. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized for peritonitis and a blood infection (septicemia) and is undergoing antibiotic therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, weakness, nausea, vomiting, and diarrhea. A peritoneal effluent fluid culture and blood cultures were collected, and the patient was formally admitted. Although the pdrn¿s response is somewhat unclear, it appears the patient was diagnosed with peritonitis and septicemia and was treated with intravenous (IV) daptomycin (dose, frequency, duration not provided). The patient¿s final peritoneal effluent culture result returned negative for growth, however the patient¿s blood cultures returned positive for gram-positive cocci with multiple staphylococcus organisms noted (sample contamination suspected), and the patient¿s antibiotic was continued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events (abdominal pain abated) and continues to utilize the same liberty select cycler at home following discharge. The pdrn reported the cause of the peritonitis and septicemia is unknown; however, there was no fresenius product(s) and/or device(s) involvement. A follow-up peritoneal effluent fluid culture and cell count are expected to be collected 2 weeks following the completion of the IV antibiotic course at home.